Manufacturer narrative:
Device evaluation: lens was returned dry in a case/ vial with clear surgical residue on the lens. Visual inspection found the optic deformed as well as the haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Previously stated that the lens remains implanted. Updated information on 19/sep/2019 the lens was removed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Patient code 3191: secondary surgical intervention, lens explant. Claim#: (B)(4).

Manufacturer narrative:
Product problem corrected to adverse event in initial MDR. Required intervention to prevent permanent impairment/damage should have been included in initial MDR. Explant date: (B)(6) 2019 should have been included in supplemental medwatch report #1. Patient code 2692 corrected to patient code 3191 in initial MDR. Patient code 3191 corrected to 'secondary surgical intervention: significant reduction of iridocorneal angles, secondary yag' in initial MDR. 'Lens exchange' previously stated is not applicable. Per new information received, the lens was exchanged on (B)(6) 2019 for a shorter length lens and the problem was resolved. The patient is reportedly happy and satisfied with the final result. Patient code 3191 - secondary surgical intervention: lens exchange. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us (B)(4). Work order search: no [or#] similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -07.50/3.5/101 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Significant reduction of irido-corneal angels and excessive vault was observed, the lens remains implanted. An addition of a new pi was performed. Reportedly the patient is "asymptomatic." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.